Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer with supplemental information from a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient experienced peritonitis which resulted in hospitalization that same day. Treatment for the event was not reported and the cause of the event was unknown. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering. On an unreported date, therapy with dianeal was withdrawn. An opinion of causality was not provided for the event in relation to dianeal therapy. The nurse declined to provide any further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11g12049 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.